Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 8.2 ¿ 8.7, 14.3 ¿ 14.4 and 15.1 - 15.6 cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.